Manufacturer narrative:
A field service engineer (fse) was dispatched fse advised customer to cleaned and lubricate cup pickup presence sensor. Customer ran several patient samples to verify instrument working correctly. Fse followed up with customer,customer states instrument is working properly and no further service is requested. No further action required by field service. The probable cause of the event was dirty cup sensor tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported ongoing cup transfer release and detect errors, error 2163 with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2016 to address the reported event, which resulted in delay in reporting of patient results for fsh, lhii, pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.